Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the outpatient clinic in a stable condition. Routine log files were downloaded. Evaluation of the log file noted several points were the pump could not maintain fixed speed when the patient was switched to the power module for support. The alarm appeared intermittently and not every time the patient switched to the power module. A short to shield during power module support was suspected. The account requested an unshielded patient cable for this patient. X-rays were scheduled for early (B)(6) 2021. Request forms were provided to the clinic and will be returned as soon as possible. The patient was discharged home. The patient was to stay on battery support until his next visit. The patient had low speed and/or pump stops when connected to the power module. The patient was scheduled for his next outpatient visit in early (B)(6) 2021. The patient was to receive his cable during his visit. Only low speed advisories took place. Pump stops did not take place and were not yet confirmed. The patient was switched back to battery support and was to receive an unshielded cable in early (B)(6) 2021. A short to shield was suspected. Operation on battery support was as suspected.

Manufacturer narrative:
Manufacturer investigation conclusion: analysis of the submitted log file confirmed multiple pump stops and associated alarms, however, a specific cause could not be conclusively determined. The submitted log file contained data from 10dec2020 to 16dec2020. Analysis of the log file captured momentary pump stop events were captured on (B)(6) 2020 at 06:21:43, (B)(6) 2020 at 05:43:50, (B)(6) 2020 08:41:37, and on (B)(6) 2020 at 06:23:31. Additionally, low flow events were captured associated with low-speed and pump stop events. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 13oct2014. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas IFU is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. No further information was provided. The manufacturer is closing this event.